Event description:
It was reported that during an unknown procedure, the staples were malformed during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the device. Event could not be confirmed as no instrument was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.